Event description:
A report was received that the patient will undergo a pocket revision due to patient's inability to charge. The patient had a previous revision (MFR report # 3006630150-2012-00144) and ipg was placed too deep in the pocket. The pocket revision will be done to decrease the depth of the ipg so patient can charge properly.

Event description:
A report was received that the patient will undergo a pocket revision due to patient's inability to charge. The patient had a previous revision (MFR report # 3006630150-2012-00144) and ipg was placed too deep in the pocket. The pocket revision will be done to decrease the depth of the ipg so patient can charge properly.

Event description:
A report was received that the patient will undergo a pocket revision due to patient's inability to charge. The patient had a previous revision (MFR report # 3006630150-2012-00144) and ipg was placed too deep in the pocket. The pocket revision will be done to decrease the depth of the ipg so patient can charge properly.

Manufacturer narrative:
Additional information was received that the pocket revision was successful. Nothing was implanted or explanted. The patient is reportedly doing well.